Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted a competitor guidewire was stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, a competitor angioplasty wire became stuck in the lead lumen. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.